Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and manufacture representative reported the patient has had a pump in the same pocket for approximately 15 years. The clinician expected 3 ml and aspirated 3 mls on date of refill. From there, the physician used a 22 gauge refill needle (from mdt kit) to fill the pump with 20 ml of 500 mcg/ml baclofen and 50 mcg/ml of clonidine. From there, the patient began to feel faint, laid down and then became progressively more obtunded, stopped answering questions, blood pressure tanked, stopped breathing, CPR started, patient went to ER and was on ventilator until (B)(6) 2023 when patient began to awaken. Doctor states that on wednesday (B)(6) 2023, the pump was stopped. The pump was aspirated on friday ((B)(6) 2023) and only 3 mls were aspirated from the reservoir. The pocket was ultrasounded and no extra fluid in the pocket. The doctor believed since the pump pocket is so well established there should have been extra fluid in the pocket tech discusses the potential of a partial pocket fill. The hcp believes since the patient had a pump for 15 years the pocket is so well established that fluid absorption would not happen that quickly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient had history of multiple sclerosis and muscle spasticity. On (B)(6) 2023 the patient had went in for a refill procedure. The physician administered baclofen 500 mcg/ml and clonidine 50 mcg/ml totaling 20 ml of solution. The pump was programmed to administer 127.43 mcg/day and was scheduled for another refill in two months. Immediately after the procedure and while still at the clinic the patient stated they felt dizzy and not herself. The patient became increasingly lethargic, confused, and began going in and out of consciousness. Her vitals and pressures dropped and resuscitation measures were implemented. Supplemental oxygen was given and they were started on IV's. The patient then became extremely bradycardic and non-responsive. An epinephrine injection was administered and the patient was transferred to the emergency department. Shortly after arriving at the emergency department the patient went into cardiac arrest. The patients pulse returned after approximately 10 minutes. The patient was then transferred to the ICU. On (B)(6) 2023 the pump was interrogated and an ultrasound was taken of the surrounding area and everything appeared normal. On (B)(6) 2023 eeg's showed cerebral dysfunction as may be seen with medication effects. On (B)(6) 2023 a pulmonary consult was performed and it was identified the symptoms were related to the refill procedure. At this time the decision had been made to remove all intrathecal drugs from the pump and fill it with normal saline. Although the pump readings showed 20 ml still in the pump they only retrieved 3 ml and 17 ml had gone missing. After the patients symptoms improved the patient was released from the ICU on (B)(6) 2023. During the patients stay they had suffered from cardiac arrest, respiratory failure, acute encephalopathy, post-arrest seizures, septic shock, a coma, and hypothermia. Baclofen toxicity was determined to be the primary cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that something happened at the patient's last refill that after the refill, the patient was admitted to the intensive care unit (ICU). The rep reported he read the pump logs and they were normal. It was noted the pump had saline currently and the rep thinks prior to that the patient was on baclofen.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the patient was submitted to the ICU 10 minutes after the refill. It was reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue as the hcp indicated the refill was done properly. The diagnostics/troubleshooting performed was the pump was interrogated and the logs showed no issues with the pump. It was reported the cause of the issue was unknown. The actions/interventions taken to resolve the event was the hcp filled the pump with saline and prescribed the patient with oral baclofen. It was reported that the event was resolved and the patient was in rehabilitation and not using the pump and was instead on oral baclofen only. Correction: it was also reported on saturday ((B)(6) 2023) the patient started to clear and was awake and recognized him. The healthcare provider (hcp) was not sure if there was any sort of hypoxic brain damage as a result of this event. It was noted the doctor was concerned with a pump malfunction that the only way the patient would have that sort of event was if more drug than expected went directly intrathecal. Tech services explained there was no known event that tech was aware of where this could occur. The pump was implanted for about 15 years for multiple sclerosis (ms) and severe lower leg spasticity.

Manufacturer narrative:
H3. Patient codes have been updated/corrected to the following: e0107, e0703, e1621, e2321 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.